Event description:
We received an allegation about discrepant glucose results for 1 patient's sample tested with accu-chek inform ii meter when compared to an unknown laboratory method. At 6:04 a.m. The initial result was 580mg/dl while at 6:09 a.m. The laboratory result was 197mg/dl. The sample collected was a venous sample. On (B)(6) 2023 and on (B)(6) 2023 the controls were run and the results were within range.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem.